Manufacturer narrative:
Based on radiometer investigations, there might be an unintended use error caused, but no clear conclusion can be made to identify the root cause of the incident. Hence, the root cause is unknown.

Event description:
According to the complaint, during the validation of the abl90 flex plus analyzer serial number: (B)(6). The user experienced an outlier of the glu: glu: measured on (B)(6) 2023, 53mg/dl. Glu: measured on (B)(6) 2023, 119mg/dl (comparison). Glu: measured on (B)(6) 2023, 118mg/dl (comparison). Based on these, the customer has reported the 53mg/dl glu as false low. No reports of death or serious injury.